Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified high scan results on the adc device. It is unknown whether the customer noted a trend arrow on the device. The customer experienced a loss of consciousness and a non-healthcare professional called emergency medical services (ems). Upon arriving, first responders administered sugar, tea and obtained blood glucose result of 50 mg/dl from healthcare professional meter. Then the customer was taken to the hospital. There was no report of death or permanent impairment associated with this event.